Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible occasional ventricular undersensed beats on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.